Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/08/1993 and was last repaired on 07/16/2009 for a non-related issue. Evaluation of the device observed that the comb was damaged. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned a 1.5:1 ratio cutter, which failed cutter evaluation and was returned to the customer as non-repairable. The device was previously returned to zimmer surgical for repair five years ago. The customer's reported event was not reproduced during testing; however, improper handling by the user and lack of preventative maintenance could have caused the damage to the comb, which could cause the cutter to become jammed within the comb. The device was serviced and returned to the customer.

Event description:
It was initially reported that the cutter was stuck inside the zimmer skin graft mesher. Additional clinical follow up with the customer indicated that there was no pt injury or incident reported and the issue was noted when the device came down to (B)(4) for sterilization. During device evaluation it was observed that the comb was bent.